Event description:
I woke up one morning with vibrant red eyes and a severe headache that had lasted for about a week before I saw a dr. I was using bausch & lomb renu with moisutreloc at the time. I have only worn contacts for the past 2 1/2 years. I had then made an appointment with my eye dr that day. I had blurred vision, sensitivity to light and severe pain. I saw my eye dr and she had prescribed me some eye drops and checked out my eye sight. I had then taken out my contacts as she instructed me to do so. I then waited a day and then gone and seen another dr due to severe pain and redness in the eyes. The whole process took about 3 different types of eye drops before the redness even started to go away. After 2 days of missed work and several drs appointments, I was still suffering with red eyes, sensitivity, watery eyes and pain. After about a month or so it finally cleared. I had read about the recall on bausch & lomb renu with moistureloc and the fungal keratitis that had been going around. I had been using that exact contact solution the entire time. I suffered with at least a month of the above symptoms and still have blurred vision that had started with the red eyes.